Event description:
One device was returned for repair. Analysis of the device found detached downstream occlusion (dso) seal and defective dso sensor. There was unknown patient involvement, and no patient harm was reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found detached downstream occlusion (dso) seal. The dso seal was replaced. Occlusion test found defective dso sensor. The dso sensor was replaced.